Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu display error code 800.8000, and it is also not recognizing the wi-fi card. There was no patient involvement. Additional information from 25jun2026 that clinical engineering received approximately 100+ service calls related to devices not connecting to the facility wifi network. However, he indicated that in approximately 90% of these cases, no connectivity issues were identified when clinical engineering personnel evaluated the devices after retrieval from nursing staff and performed testing. He noted that the reported connectivity concerns were not isolated to a specific department or unit but rather occurred across multiple areas throughout the hospital. The inconsistent and intermittent nature of the reported connectivity concerns has made it challenging for clinical engineering to identify a definitive root cause or determine the source of the wifi connection issues.